Event description:
A pt implanted with monarc sling developed right sided vaginal pain five weeks after surgery. The sling on that side was removed. Several weeks later pain developed on the left side necessitating a section of sling being removed. No erosion was seen.